Manufacturer narrative:
A review of the device history record (DHR) for serial number (B)(6) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications upon release for distribution. A review for similar complaints was performed on serial number (B)(6), which confirmed that there were no other similar events reported on this system. A review for similar events across all systems confirmed two (2) other similar events. The aquabeam robotic system's instructions for use (IFU), ifu0104-00, rev. A, was reviewed and states the following: warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A root cause for the reported event could not be determined as the product was not returned for investigation. Bleeding is a potential risk of the aquablation procedure. Based on the review of the DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Product return is not available as the system in currently in use at the user facility. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure the patient received 500 ml of blood transfusion due to a decrease in hemoglobin levels from 11.8 g/dl to 7.8 g/dl (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). The patient was reported to be in good condition and discharged home four (days) post-aquablation procedure. No malfunction of the aquabeam robotic system was reported.